Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified fluid loss. The cylinders and pump were removed and replaced with new components. The patient was also implanted with a new reservoir on the side opposite to that of the existing reservoir. The existing reservoir, which was on the right side of the patient, was drained of its fluid, but was left implanted in the patient. The explanted ipp components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.